Event description:
It was reported that during a scheduled filter retrieval, it was identified that a filter leg had detached; the detachment was identified after the filter was removed. The physician performed a cavagram and the filter leg was found on the cava wall. The physician attempted to remove the detached leg; however, was unsuccessful as the filter leg was endothelialized in the cava wall. The filter had been implanted for approximately 15 months. The pt was reported to be asymptomatic. There was no report of injury to the pt.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot #. The device has been returned; the eval is currently underway.